Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(4) that during service and evaluation, it was determined that the reverse locking mechanism and trigger of the compact air drive device were blocked. It was determined that the device would not reverse. It was further determined that the device failed pretest for check triggers for forward/reverse mode, check function of soft mode switch (safety system), check reverse locking mechanism, and check the attachment coupling. It was noted in the service order that during post-surgery, it was discovered that the direction of rotation could not be changed. It was reported that the device was running in forward and could not be changed to reverse. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.